Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: april 20, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent treatment for a femoral shaft fracture on (B)(6) 2016. During the procedure, the inserter for titanium (ti) elastic nails had tightened appropriately, but then could not be loosened or removed from the nail. The surgeon used a back-up t-handle chuck to complete the procedure with a reported five (5) to ten (10) minute delay. There was no reported harm to the patient, whose post-operative status was said to be stable. Concomitant device(s) reported: ti elastic nail (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for subject device (inserter for ti elastic nails, part number 359.219, lot number 9417152). The subject device was received with the complaint stating that the chuck for a titanium elastic nail inserter (359.219 lot 9417152) was unable to be loosened and removed from the implanted nail; the procedure was able to be completed without patient harm or surgical delay with the use of an alternate device. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned inserter was examined upon receipt and the complaint condition was unable to be replicated as the devices chuck was found to operate as intended. Upon further examination it was noted that the devices blue handle was able to rotate independently of the t-handle, indicating that the proximal alignment tabs were broken. Additionally witness marks consistent with impaction were noted on both ends of the t-handle as well as the blue handle. No definitive root cause was able to be determined however the failure mode is typically associated damage due to attempted disassembly for sterilization or as a result of errant hammer blows. A review of the current design drawing and the drawing revision at the time of manufacture was performed.. During the investigation no discrepancies were observed that may have contributed to the complaint condition. The threaded cap was secured with loctite to retain the assembly because it is not designed to be disassembled. In the revision released 10/2014, the t-bar and threaded cap began to be welded together to further dissuade disassembly of the instrument. Per the technique guide, the device does not need to be disassembled for sterilization and ¿it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck¿ per the technique guide. The review of the device history record showed that there were no mrrs, ncrs or issues identified during the manufacture of the products that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.